Event description:
Patient presented to the physician with pain due to migration of the ipg, which had shifted near the axillary region. The ipg was noted to be flipping and causing a visible bulge, resulting in pain. Due to the ongoing pain symptoms, the patient requested removal of the device. Physician brought the patient into the or and removed the entire inspire system.